Event description:
Reportedly, the pt extubated. The tube slips in the holder. Mallinckrodt tubes are being used with rsp holders at this facility. The product involved in the event was not saved. The pt was bag-masked and then re-intubated without further incident. The pt is active; oral sections were averageto above average. The fastener was locked onto the cylinder at the time of extubation.